Event description:
A falsely elevated troponin I result was obtained. The result was not reported to the physician. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the probable cause for the falsely elevated troponin I result was contamination of the chem wash solution. The fse decontaminated the system. The instrument is now performing within specifications. No further evaluation of the device is required.